Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 319.006. Synthes lot # 6330761. Supplier lot # na. Release to warehouse date: 03 mar 2010. Manufactured by synthes brandywine no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: depth gauge f/scr ø2+2.4 meas-range up-t (p/n: 319.006, lot #: 6330761) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component was slightly bent. No other issues were identified. Device failure/defect identified? Yes. Functional test: the depth was able to slide in and out with slight resistance. The bent needle component could have caused the complaint condition. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: (measuring device: ca802) the needle diameter of the device was measured to be within the specification. Document/specification review: the following documents were reviewed: depth gauge for 2.0/2.4mm screws: (current and manufactured) needle:: (current and manufactured) no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the bent needle component leading to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on an unknown date, the depth gauge was barely working. It was very sticky. Surgeon tried everything to figure it out. There was no surgical delay and the procedure was completed successfully. There were no patient consequences reported. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).